Manufacturer narrative:
Updated b4, g3, g6, and h2. Added additional information to b5. Corrected b7, h6 health effect clinical code, and h6 device code based on the additional information received. Investigation is ongoing.

Event description:
Additional information was received from the hospital. At the time the valve was implanted there was mild central regurgitation noted. It remained stable until the patient was recently hospitalized with ''acutely decompensated heart failure''. The central regurgitation had progressed to moderate to severe. They were treated with diuretics, improved somewhat, and were discharged home. They still get breathless with moderate levels of activity. Transesophageal echocardiogram performed post valve in valve procedure noted there was no valvular or paravalvular regurgitation present.

Event description:
As reported by implant patient registry, approximately 2 years following a transfemoral transcatheter aortic valve replacement procedure with a 26mm sapien 3 ultra resilia valve implanted within a surgical valve, the valve was replaced via valve-in-valve-in-valve procedure using a 26mm sapien 3 ultra resilia valve, due to moderate regurgitation. Additional information was received from the hospital. At the time the valve was implanted there was mild central regurgitation noted. It remained stable until the patient was recently hospitalized with acutely decompensated heart failure. The central regurgitation had progressed from moderate to severe. They were treated with diuretics, improved somewhat, and were discharged home. They still get breathless with moderate levels of activity. Transesophageal echocardiogram (tee) performed post valve in valve procedure noted there was no valvular or paravalvular regurgitation present. Tee performed approximately 1 month after procedure showed no aortic insufficiency and normal gradient.

Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings. Sections b5, b7, g6, h2, h6: clinical code, type of investigation, investigation findings, investigation conclusions and conclusions in this section have been updated. The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. Additional assessment of the failure mode is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. The instructions for use (IFU), and training manuals have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The complaint for central regurgitation was confirmed based on medical record. A review of the DHR and lot history review provided no indication that a manufacturing non-conformance would have contributed to the reported event. A review of the IFU and training manuals revealed no deficiencies. During the manufacturing process, all sapien 3 ultra resilia valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. Per the instructions for use (IFU), valve regurgitation is a potential adverse event associated with bioprosthetic heart valves and the tpvr procedure. Regurgitation which develops progressively over time can be due to a number of issues including patient related factors or structural valve deterioration, including calcification, non-calcific degeneration, leaflet thickening or fibrosis, or a combination of these. Regurgitation may also develop progressively if host fibrotic tissue, or pannus, grows onto the bioprosthetic valve. Pannus, a cause of nonstructural dysfunction, may interfere with functionality of the device by restricting the leaflet motion leading to abnormal coaptation. In this case, the patient had vast comorbidities (e.g. Coronary artery disease, hyperlipidemia, hypertension, etc.), which are known factors that may increase the risk for valve degeneration, leading to the central regurgitation as reported. As such, available information suggests that patient factors (pre-existing comorbidities) may have contributed to the complaint event. However, a definitive root cause was unable to be determined. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Manufacturer narrative:
The investigation for this report is ongoing.

Event description:
As reported by implant patient registry, approximately 2 years following a transfemoral transcatheter aortic valve replacement procedure with a 26mm sapien 3 ultra resilia valve implanted within a surgical valve, the valve was replaced via valve-in-valve-in-valve procedure, due to moderate regurgitation.